Manufacturer narrative:
The biomedical engineer troubleshot the issue with ge healthcare technical support. After rebooting the unit this issue has not reappeared. No repair was performed. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 16 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported the unit had a system failure alarm during use, possibly causing an inability to switch to mechanical ventilation. The unit was rebooted and then operated normally. There was no report of patient injury.